Event description:
In 2009, pt reported he created a second basal rate profile due to medical test today. He stated he is experiencing hypoglycemia and current reading is "hi" (>600 mg/dl). Pt's basal rate was decreased by approximately 1/3 due to fasting state. Pt reported now he is not able to get his blood glucose to decrease and asked what he should do. He stated, he is treating hyperglycemia by delivering insulin through the infusion device. Advised we are not able to provide medical advice. Advised to contact physician or medical center, who performed test, discuss hyperglycemia, and receive treatment recommendations from them. On follow up call the next day, pt reported he vomited in the middle of the night and his blood glucose lowered to 23.8 mmol/l (428.40 mg/dl) before bed. Pt stated, he did not eat anything and gave a 10 unit shot of insulin before going to sleep. Pt reported he awoke with a blood glucose of 5.7 mmol/l (102.60 mg/dl) . Target range is 4.2 (75.6 mg/dl) - 7.4 mmol/l (133.2 mg/dl). Pt reported he might have gotten "flue stuff" from the clinic he went to. He stated, he had a sore throat last night, as well. Advised it is normal for blood glucose to be affected by illness. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.